Event description:
It was reported the customer's buttons were unresponsive on their insulin pump. Customer also stated they could not enter the bolus wizard screen when pressing the b button. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.